Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. The history indicated that on 05/29/2006 at 1602, line a of channel 3 was programmed in the dose calculation mode, to deliver heparin in units/kg/hr, with a concentration of 25000 units, a diluent of 500ml, a weight of 54.4kg, a dose of 700, for a duration of 39 minutes, a rate of 762ml/hr, with a volume to be infused (vtbi) of 500ml and the delivery was started. At 1634, the pump alarmed for a distal occlusion and the delivery stopped. At 1637, there was a distal occlusion alarm, delivery was stopped, and the pump was turned off. At 1650, the pump was turned on and the settings were cleared. The pump was reprogrammed in the dose calculation mode, to deliver heparin in units/hr, with a concentration of 25000 units, a diluent of 500ml, a dose of 700, a duration of 35 hours and 42 minutes, and rate of 14ml/hr. Within the same minute, delivery was stopped and the pump was turned off. The pump history indicted that the pump delivered as programmed. This report repersents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication thant intended. Channel 3 of the pump was programmed in the dose calculation mode to deliver an unspecified concentration of heparin. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the pump was delivering at a rate of approximately 740ml/hr instead of the intended rate of 14ml/hr. The pt was treated with an unspecified dose of protamine sulfate. There were no reported adverse pt sequalae. The device was removed from clinical service. During review of the device history, the staff at the user facility concluded that the event was due to a operator error in programming. Though requested, no additional information was provided.